Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated therapy was turning off by itself. Patient said she noticed the lightning bolt disappeared on the patient programmer (pp) screen when patient went to make an adjustment and check implant neurostimulator (ins). Patient said she was not sure if pp was working properly after so many years because the lightning bolt wasn't there. Patient inquired if lightning bolt will go away because ins was depleting. Patient said pp did not seem to "hold" the settings of stimulation because patient's symptoms are still there. Patient said she "re did" stimulation and it seems ok and the next thing patient knows she has to do the same thing over again because patient's symptoms were still present. Patient clarified again that they didn't see the lightning bolt on pp. Patient said she kept pp in a pouch and was not sure how the lightning bolt went away. Pp was functioning as intended. Patient services reviewed patient may have accidently turned stim off with using the incorrect button. Patient said she has to "wipe and wipe and wipe" when she goes to the bathroom. Patient said she was not feeling stimulation and inquired if patient needs to increase. Patient said she sees lightning bolt during the call. Patient said she had stim set to 3.0 and increased to 3.2. Patient said she can feel stimulation. Troubleshooting resolved reported issue. The patient reported symptom of bowel leakage. The patient indicators for use are for fecal incontinence and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.